Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The absorb 3.5x12 and xience v are being filed under separate medwatch report numbers.

Event description:
It was reported via an article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #14: the procedure was to treat a distal and mid left anterior descending (lad) artery and a circumflex (cx) and obtuse marginal (om) arteries. The patient presented with angina. The lesion in the distal lad was pre-dilated with a 2.5 x 28 mm unspecified balloon catheter to 14 atmospheres (atm) and a 3.0 x 28 mm absorb scaffold was deployed at 14 atm. Post-dilatation was performed with a 3.0 x 28mm unspecified balloon catheter at 14 atm. The lesion in the proximal lad was pre-dilated with a 3.0 x 12 mm unspecified balloon catheter to 14 atmospheres (atm) and a 3.5 x 12 mm absorb scaffold was deployed at 14 atm. Post-dilatation was performed with a 3.5 x 14mm unspecified balloon catheter at 14 atm. The lesion in the cx and om was pre-dilated with a 2.5 x 15 mm unspecified balloon catheter to 10 atmospheres (atm) and a 2.5 x 12 mm unknown xience stent was deployed at 12 atm. Post-dilatation was not performed, the patient was placed on ascal and ticagrelor for dual antiplatelet therapy. On an unspecified date, the patient presented with a myocardial infarction (mi) and angiography confirmed very late scaffold and stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.